Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the donor had gone through 4 cycles when it was observed that blood was leaking from the line and it was noted that there were air bubbles present in the line. Patient identifier unknown at this time per customer "donor states of feeling good, no adverse effects." The collection set is not available for return because it was discarded by the customer.